Event description:
A caller reported experiencing occlusion alarms. The customer's blood glucose (bg) level was 512 mg/dl. Elevated bg was addressed by manual insulin injection. System check was started with tandem technical support (tts), however, customer declined to complete the check. Ultimately, the customer changed pump supplies as necessary and resumed insulin therapy.